Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: evaluation revealed that the keypad cover is intact. All keypad buttons respond normally and investigators were unable to duplicate the complaint. The keypad cover removed and no contamination was found under contacts. Moisture is observed behind the display, battery compartment is cracked below pad. The pump case removed and further moisture was found internally. Investigation completed with returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.